Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient needs a clam shell repair to their driveline and the site requested a clam shell repair kit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of separation of the outer silicone jacket from the controller connector can be confirmed based on the onsite evaluation by the clinical specialist. A specific cause for the damage could not be conclusively determined through this evaluation. The patient presented with separation of the outer silicone sleeve from the controller connector on their driveline. A clam shell repair was performed on (B)(6) 2020 by the clinical specialist. The patient remained ongoing on heartmate ii lvas until they expired on (B)(6) 2020. No product is available for investigation. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline¿ and the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The relevant sections of the device history records for the heartmate ii lvas were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 25jul2013. No further information was provided. The manufacturer is closing the file on this event.